Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted (B)(6) 2009.

Event description:
It was reported that the device reached possible premature battery depletion due to programmed high left ventricular outputs. The left ventricular lead is also oversensing p-waves during chronic atrial fibrillation (af). The lead remains in use. The device was explanted and replaced and programmed appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.